Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report multiple no delivery alarms. The mother also stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 424 mg/dl. Troubleshooting was performed. The time and date were programmed correctly, but the daily totals were not consistent with the bolus and basal rate delivery. Nothing further was reported.